Event description:
Patient admitted to hospital with carcinoma of the left upper lobe without evidence of metastasis. Operative procedure planned was a thoracotomy and pulmonary resection. Towards the end of the thoracotomy procedure, patient's left breast implant was noted to be leaking silicone. Surgeon examined and removed damaged implant with very little leakage. New implant inserted in left breast. The life expectancy of the device is unknown. This particular device has been in place in this patient since 1986 after bilateral mastectomies were performed for benign disease. The implants were placed at that time. The reporter is unaware of other incidences. The patient was unaware of leakage prior to the surgery.